Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is based on the report of "third week of march". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, he received an unspecified message/error while wearing the adc freestyle libre sensor. Customer further reported that in the "third week of march" he experienced symptoms of thirst and dizziness and was hospitalized for diabetic ketoacidosis (dka) and treated with intravenous fluids. It is unknown how long the customer remained in the hospital and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: serial number has been updated based on case details. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018, he received an unspecified message/error while wearing the adc freestyle libre sensor. Customer further reported that in the "third week of march" he experienced symptoms of thirst and dizziness and was hospitalized for diabetic ketoacidosis (dka) and treated with intravenous fluids. It is unknown how long the customer remained in the hospital and no further treatment was reported. There was no report of death or permanent injury associated with this event.